Event description:
It was reported that a malfunction alarm occurred. The customer successfully performed a pump reset with no further malfunctions. The customer¿s blood glucose level was not provided.